Event description:
As reported, after opening the package of the 7x40 precise pro rx self-expanding stent (ses), it was found that the stent had been prematurely deployed. The case was completed using a non-cordis stent. There was no reported injury to the patient. The device was prepped in the tray, and the tuohy borst valve was in the open position upon receipt but was closed prior to device removal. The status of the stent¿s constraint within the outer member/sheath was not observed. A stopcock was not connected to the y-connector of the tuohy borst valve. Significant resistance was encountered while flushing both the stopcock and the stent delivery system (sds). The intended procedure was carotid artery stenting (cas), and the lesion was calcified. The vessel was not tortuous. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after opening the package of the 7x40 precise pro rx self-expanding stent (ses), it was found that the stent had been prematurely deployed. The case was completed using a non-cordis stent. There was no reported injury to the patient. The device was prepped in the tray, and the tuohy borst valve was in the open position upon receipt but was closed prior to device removal. The status of the stent¿s constraint within the outer member/sheath was not observed. A stopcock was not connected to the y-connector of the tuohy borst valve. Significant resistance was encountered while flushing both the stopcock and the stent delivery system (sds). The intended procedure was carotid artery stenting (cas), and the lesion was calcified. The vessel was not tortuous. A non-sterile unit of ¿precise pro rx ous carotid sys¿ was received for analysis. A thorough visual evaluation identified the following conditions: the device was received fully deployed, and the stent was not returned for analysis. A severe kink was observed approximately 4 cm from the distal tip, and the stainless-steel coil was found unraveled at the location of the kink. The hemostasis valve was returned in a locked condition. No other notable conditions were observed. Measurements were referenced using a calibrated ruler. The usable length and the outer sheath length were not verified, as the kinked condition impeded accurate measurement. Functional testing per procedure could not be performed because the unit was returned fully deployed. However, the mechanism was manually reset to the manufactured condition to simulate the stent deployment process. The deployment mechanism was actuated during this simulation, and no anomalies were observed. Additionally, a flushing test was performed in accordance with the procedure. A syringe filled with water was attached to the flushing valve, and positive pressure was applied until water wept from the guidewire exit port. No resistance to water flow and no loose material were observed during the flushing procedure. The reported event of ¿stent delivery system (sds)-deployment difficulty-premature/during prep¿ was not observed due to the nature of the complaint even though the device was received with the stent fully deployed. Additionally, the reported event of ¿stent delivery system (sds)-flushing difficulty¿ was not observed as there was no difficulty experienced when flushing the device during analysis. The exact cause of the issues experienced could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported premature stent deployment noted after the packaging was opened, particularly since it cannot be determined whether the deployed condition occurred prior to intentional activation. The device was not received within the tray, and no anomalies were identified in the deployment mechanism during functional analysis. However, storage conditions and handling of the packaging and device during preparation remain possible contributors. It is also difficult to determine the factors that may have contributed to the reported difficulty flushing the device, particularly since no issues were observed when flushing the device received for analysis. Notably, the device shaft exhibited a severe kink with unraveling of the stainless-steel coil at the location of the kink. This kinked/bent and unraveled coil condition could have contributed to the flushing difficulty experienced; and was most likely caused by handling factors, such as excessive force. If present at the time of the event, this condition could also have contributed to the premature stent deployment. However, as this condition was not reported by the user, it is unknown whether the damage occurred during use or as a result of post-procedure manipulation. According to the instructions for use (IFU), which is not intended to mitigate risk, ¿caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ additionally, the IFU instructs during preparation, ¿open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the product analysis, nor the available information suggests that the reported failures are related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, after opening the package of the 7x40 precise pro rx self-expanding stent (ses), it was found that the stent had been prematurely deployed. The case was completed using a non-cordis stent. There was no reported injury to the patient. The device was prepped in the tray, and the tuohy borst valve was in the open position upon receipt but was closed prior to device removal. The status of the stent¿s constraint within the outer member/sheath was not observed. A stopcock was not connected to the y-connector of the tuohy borst valve. Significant resistance was encountered while flushing both the stopcock and the stent delivery system (sds). The intended procedure was carotid artery stenting (cas), and the lesion was calcified. The vessel was not tortuous. The device will be returned for evaluation.